Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 296 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient was admitted into the hospital intensive care unit (ICU) for symptoms of being delirious and having severe muscle spasms on (B)(6) 2016. The patient had a decubitus ulcer infection and the patient was in the ICU and had to be put on intravenous (IV) antibiotics with vancomycin. It was indicated that the patient was now on the ¿regular floor¿ and currently had a wound vacuum and taking oral antibiotics. The decubitus ulcer infection was confirmed during the hospital stay and was in the area of the sacrum. It was indicated that the infection was related to the device. Actions taken to resolve the infection included IV antibiotics and oral antibiotics as the patient started with IV antibiotics then was changed to oral antibiotics. It was noted the patient was due for a refill on (B)(6) 2017 but they had concerns because of the infection.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified there was no device issue. The patient had sepsis from a pressure ulcer on their buttocks. The cause of the symptoms of being delirious and having severe muscle spasms was determined to be sepsis from the decubitus ulcer. The patient was in the intensive care unit. Interventions were the patient was administered intravenous antibiotics. The symptoms of being delirious and having severe muscle spasms have resolved. The pump was refilled on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.